Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. There is a crack in the drain valve of the enclosure. Functional testing was performed. It was confirmed that water was leaking from the drain valve of the enclosure. The reported issue was caused by a crack of the enclosure of the drain valve part. The reported issue was addressed by replacement of the enclosure assembly and water tank cover gasket and ac power cord. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was a similar reported issue: (B)(4) water leaking from the drain. Returned unrepaired at customer's request.

Event description:
It was reported that the product leaked from the base drain hose. Event occurred before patient use, during testing. There was no patient involvement, and no patient harm/adverse event reported.